Event description:
It was reported that the patient presented to the clinic and the lead exhibited noise. Device sensing was reprogrammed and the patient would be monitored. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.